Manufacturer narrative:
The lead was returned severed, three terminal legs were returned. Upon receipt at our post market quality assurance laboratory, visual inspection of the returned portions of lead revealed the is-1 proximal seal rings were lifted from the surface below them. An unsuccessful attempt was made to insert the is-1 terminal connector into the appropriate port of a laboratory device. The inability to insert the rate/sense portion of this lead into the port on a device is attributed to the lifted seal rings.

Event description:
Boston scientific received information that an implantable cardioverter defibrillator (ICD) was attempted, but not implanted after the physician experienced difficulty during several attempts to insert the pace/sense terminal pin of this chronic right ventricular lead into the device header. A boston scientific field representative reported that when tested after the pin was inserted and the device setscrew tightened, high out of range pacing impedance measurements greater than 2,000 ohms and intermittent loss of capture at maximum pacing output was observed. Another ICD was successfully connected to the lead with no adverse patient effects and the resulting measurements were all within normal limits. The lead remained implanted and in service for approximately 7 years and portions were returned for an unspecified reason.